Manufacturer narrative:
Load cell. Bent ground prong on power cord.

Event description:
It was reported by service report that the scale was inaccurate and the power cord was damaged. No patient involvement or adverse consequences are reported.